Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental MDR will be filed. (B)(4). This is report 2 of 2; from the same user facility as MFR report #: 3004939290-2016-00278. This report is being submitted to address the report of "this has been an issue with multiple operators." Attempts to confirm the information reported and quantity of events were unsuccessful.

Event description:
This is a report of a mynxgrip 6f/7f vascular closure device that did not deploy properly. As a result, a femostop had to be used to achieve hemostasis and the patient's hospitalization was extended for monitoring. Patient injury was noted. This has been an issue with multiple operators. The device was stored as per labeling. Additional information was requested, but is not available at this time. This report is 2 of 2.